Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a gastric sleeve procedure, they used a linear stapler, the reload green cartridge was fired but the staples didn´t close. They changed the reloads to complete the procedure. There were no adverse consequences for the patient.